Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the video image had noise. It was also noted water corrosion was found in the camera head and the protector of the camera head had leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus the hd camera head had an e216 scope communication error with no camera image during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was found that e216 error occurred due to faulty cable unit, and the detached cable protector was causing water tightness failure. Therefore, it was determined that e216 error occurred since load was applied to the cable, likely causing the protector to be detached. This resulted in water leakage and communication failure. It was noted that e216 error occurs when an abnormality occurs in the communication between the endoscope and the processor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.